Event description:
It was reported that during a procedure to treat a chronic totally occluded lesion located in the right coronary artery. The two trek balloons that were attempted to be used for predilatation; however, could not be inflated. Both devices seemed to pull air at the connection point between the proximal hub and the shaft after they had been forwarded into the lesion. No resistance was felt during removal of the protective sheaths and no resistance reported during advancement of the balloon catheters to the lesion. The balloon catheters were removed without issue and a third unspecified non-abbott device was used successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional trek device referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue or leak was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Overall, the reported inflation issue or loss of pressure could not be confirmed on the returned unit and there is no indication of a product deficiency.